Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low"; specific value was not provided. Cause of low bg was not known. Customer consumed carbohydrates to address bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.